Manufacturer narrative:
There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was frayed at the tip. Report 1 of 2. The following was received from the initial reporter: we started using the new IV catheters from bd this week. Besides that these IV catheters are not as smooth to insert & are taking the ambulatory nurses multiple attempts to get an IV started successfully since switching to these new catheters, this particular 20 g IV from bd was frayed at the tip/bevel & a part of the plastic tip detached right before the rn went to insert the tip into their pts vein. This particular IV catheter was never inserted into a pt.